Event description:
The facility returned the device for service. During service testing, baxter service technician reported that the device underdelivered. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.

Manufacturer narrative:
The infusion pump was tested for flow accuracy at 100ml/hr, the pump failed the accuracy test with a flow value -20.00% below the desired amount. The specification limit for this pump is +/-5%. 2-year review of the complaint history reveals no other reports have been received for this serial number for the reported issue.